Event description:
Patient in cath lab for carotid angio-aortic arch was being done, by a physician using acist device, catheter was connected to acist device, injection was made, distal end of catheter came apart. Contrast was sprayed on table with no contrast injected into patient. Physician removed remaining catheter from patient. Another device was obtained and the procedure was completed. The patient experienced increased procedure time.